Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to dislocation. During revision surgery it was discovered that the hinge pin had backed out.